Event description:
Information was received from a patient regarding another patient who was implanted with a neurostimulator. It was reported that the patient has a friend whose implantable neurostimulator (ins) battery depleted prematurely. No symptoms were reported.